Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat # 625-0t-36g, lot # 11846202, description: trident alumina insert. Cat # 6565-0-136, lot # 9209501, description: alumina v40-femoral head 36mm, +0mm nk. Cat # 6265-5106, lot # 9436402, description: citation tmzf ha stem #6 left. It cannot be determined which, if any of these devices may have caused or contributed to the pt's experience. If additional info is received, it will be provided in a supplemental report.

Event description:
It was reported via (B)(4) report ((B)(4)): "acetabular shell, insert femoral head and hip stem. I had pain problems with this hip all the time since then 6 month check ups, 1 year check ups. Always told to do more therapy and the hip is being recalled online, hip pain, popping, loosening, swelling, bone loss, groin pain, etc.